Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach to the patient's esophagus. A repeat procedure was necessary. There was no harm to the patient and no intervention was required. There was nothing unusual about the patient or the procedure itself that may have led to this event. An endoscopy was performed prior to the bravo procedure and the esophagus appeared to be normal. The user was trained for performing the bravo procedure by the account manager and the device operator has been using this procedure for over seven years. No other known adverse events were reported.